Event description:
Report received of an IV infiltration while the device was in use. At 12:00am, the pump was programmed to deliver d5-1/4ns at a rate of 50ml/hr via the pt's right antecubital peripheral IV access. At 3:00am, the nurse checked the pt's IV site and found it was patent with no signs of infiltration. At 5:20am, the IV site was again checked and the nurse reported a large IV infiltration involving the right arm and right upper chest. The pt's skin was stretched and resulted in several skin tears. The skin tears were treated with bactroban ointment. The infiltrated area was treated with warm compresses and elevation. There were no audible alarms reported. The pump was removed from clinical service. The pt was discharged to home the following day at 6pm with no reported adverse sequelae. Though requested, no additional info was available.